Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis with a high blood glucose level of 618 mg/dl. The customer was hospitalized on (B)(6) 2015 at 6:30 pm. The customer stated that they received a lost sensor, but replaced it. The customer will be sent new sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.